Event description:
After prepping the carto ablation catheter appropriately, once it was plugged into the system, nothing would come up for view on the mapping system. There was a "pressure sense" code error. So, a new device from the same lot number was prepped and worked just fine. Patient not affected.